Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an itchy rash under the electrode belt electrodes. The patient reported that she had experienced metal allergies in the past. The patient's cardiologist advised the patient to use benadryl on the irritation. The outcome of the irritation is unknown.